Manufacturer narrative:
(B)(4). Batch # r95011. Device analysis: the analysis results found that the el5ml device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken causing the feeding issues and 13 clips were found inside the clip track. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot r95011 number, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch r95011 number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the device cannot fire. There were no patient consequences.